Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty unlocking the ilet device unless it was held in hand at approximately a 90-degree angle, consistent with a screen responsiveness or touch sensor orientation issue, and they were advised to monitor and obtain a video if the behavior worsened. Symptoms included no adverse clinical effects and no impact to blood glucose control. Outcomes included no need for medical care or hospitalization. Investigation included user guidance, observation of device behavior, and a request for documentation via video to support evaluation. Investigation of this case revealed a suspected screen or touch interface malfunction related to device handling orientation, with no evidence of systemic device failure or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was a user interface performance issue possibly linked to device orientation or sensor sensitivity.